Manufacturer narrative:
(B)(4) date sent: 07/05/2022 additional information received: please see attached medical records.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What was used to create the new anastomosis? What postoperative complications occurred? How many days post-operatively did the complications occur? How were the complications addressed? Were there any staple formation issues identified at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that during an introduction of the device in trans anastomotic / trans anal: closure of the device for colo-anal anastomosis. It was impossible to remove the device: it can be performed only after slight traction and dismounting of the anastomosis. The surgeon performed a new anastomosis. Postoperative complications.